Event description:
The customer reported to olympus that the video system center had an b30/scope communication error. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: that b30 occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.